Event description:
The pump was returned to animas and was investigated by product analysis on (B)(6) 2013. Product investigation reviewed contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the result of investigation.

Manufacturer narrative:
(B)(4): the pump history indicated multiple large prime volumes but showed no indication of loss of cartridge detection. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and the contamination was found in the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.